Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic broke and the lens was stuck to the injector during the implantation of the lens. The surgeon did not have the experience or instruments to remove the lens so it was left implanted. On the postoperative visit the next day, the lens was not in the correct place in the capsular bag. It had moved horizontally. Additional information has been requested.

Manufacturer narrative:
Additional information provided in concomitant medical products, device evaluated by MFR, evaluation codes, and additional narrative. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has advanced the lens. The plunger is retracted to the loading area. The trailing haptic with a portion of broken optic was observed at mid-nozzle. The broken optic was pressed to ceiling. The trailing haptic is folded under the broken optic portion. The haptic distal tip is oriented toward the nozzle tip. The nozzle tip material has an aneurysm/is folded on the left side. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was used. The root cause for the broken haptic could not be determined. The broken haptic is in front of the plunger, folded under the broken optic portion, with the distal portion oriented toward the nozzle tip. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).